Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a frozen display and the time clock in the device was not advancing. The customer's blood glucose reading was 7.7mmol/l. It was also mentioned that the buttons were unresponsive. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly continued. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump was monitored and time clock function properly.